Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
The customer reported a nav ring failure. It was unknown if it can navigate via the touchscreen, if settings were maintained, not changing ventilator delivery, and if failure has accepted a value without input from the customer. There was no patient involvement.

Manufacturer narrative:
G4: 22apr2020. B4: 24jun2020. The field service engineer (fse) stated that the customer repaired the unit. The front bezel was replaced by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07jul2020 b4: (B)(6)2020 the replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.